Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on the active system compared to lab results within 5 minutes: 87 mg/dl (active meter) and 40 mg/dl (lab). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are no longer available.